Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump has experienced air in line alarms typically with administration of vancomycin or tpn. The customer also reported that these air in line alarms are "related to proper priming of the IV set." Any patient involvement, injury or medical intervention is unknown.